Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. The sensor was inserted into the abdomen. The patient reported he lost consciousness while driving. He woke in the back of the ambulance; the paramedics stated his bg was 45 mg/dl. Unspecified treatment to increase his blood glucose was provided by the paramedics and the patient was transported to the hospital. The patient was evaluated in the emergency department and released. His cgm at the time of the event was not provided. After the event, the patient reviewed the cgm data in his app and noted his cgm value had been stable at 85 mg/dl prior to getting into the car and the value at the approximate time of the event was 59 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.